Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sensor exposure led to puncture bleeding, the surgery was prolonged about 30 minutes. Intracranial hemorrhage during the procedure.